Event description:
The plaintiff's attorney alleged that the patient experienced a myocardial infarction and expired two days later. It was further alleged that these events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event; there are a total of two events for this patient.